Event description:
Healthcare professional (hcp) reports a pt developed a generalized and diffuse rash over his body 24 hrs after completing his first dialysis session using a dry pack ct190g dialyzer. The pt was admitted to the hosp following his dialysis treatment on 5/6/99 for unrelated issues. He was then treated with IV and topical striods for the rash. The pt had previously been receiving infed IV 100mg during dialysis sessions to which he had rec'd 4 doses thus far (including the treatment in which the rash appearred 24 hrs after therapy). The pt had also been receiving gentamycin and vancomycin IV for mrsa (methicillin resistant staph aureus) which was initiated 3 weeks prior to development of the rash. The pt rec'd gentamycin 200 mg IV and vancomycin 1.5 gm IV on 4/13/99 and then vancomycin 1 gm IV was ordered on 4/22/99 for 3 weeks on a biw (twice a week) schedule. The pt did not receive vancomycin the treatment prior to the appearance of the rash. The pt had previously reused a different membrane which is eto sterilized dialyzers to which he has returned without incident. The rash has resolved at this time. The pt had previously reused a different membrane which is eto sterilized dialyzers to which he has returned without incident. The rash has resolved at this time.